Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled, upstream occlusion (uso) seal was worn, and the lens scratched. There was no evidence to review in the event history logs. During functional testing, the downstream occlusion sensor was found to be intermittent. The reported issue was verified and the root cause was determined to be a damaged dso seal. The dso seal was replaced. No actions taken at this time but complaint information will continue to be monitored and further actions taken accordingly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion the device "bubbled up" at the downstream occlusion (dso) seal. No adverse patient effects were reported by the customer.